Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor memorygel breast implant 350cc gel prosthesis. Rupture on the right breast prosthesis was diagnosed post procedure through a mammogram. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/2/2018, mentor received additional information: patient age at the time of event: (B)(6), date of event: (B)(6) 2017, the patient underwent bilateral removal and replacement with mentor memorygel breast implant on (B)(6) 2018; catalog # 3503501bc, s/ns (B)(4). The mentor failure analysis lab received the device for evaluation on 8/2/2018. Device evaluation summary: the device was returned at mentor containing gel with a clear appearance. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. Complaint was not confirmed. The device history record ( DHR) of lot number 208320 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).